Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed the pump was in ok conditions; one of the tube holders was broken. The pump event history was reviewed and found that there was a check clutch/plunger lever error recorded. During inspection it was noticed that one of the contacts on the position pot tab did not touch the rail. The position pot was replaced. Following repair, the pump passed function and delivery tests. Based on the evidence, the root cause of the issue could not be determined.

Event description:
Information was received indicating that a check clutch plunger error occurred to a smiths medical medfusion® 3500 syringe pump. There were no reported adverse effects.